Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). Due to a decline in the patient's condition with respiratory issues, the patient was admitted to the hospital and put in ICU. The patient was experiencing tachypnea, hypotension, worsening right heart failure and was also found to be septic. It was decided to withdraw patient support. The hospital has advised that the pump will not be explanted and returned to the manufacturer for evaluation.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.